Manufacturer narrative:
Section a, pt information has been received subsequent to the initial medwatch report filed with FDA. Submissions of information by medtronic bio-medicus under the medical device reporting regulations does not constitute an admission that this information is required to be reported under the regulation or that the device has malfunctioned or that there is any causal connection between the performance of the device and any injury or death that may have occurred. Any misssing or incomplete data on form 3500a is the result of information not being provided by the reporter. Despite multiple attempts to obtain such information from the reporter, medtronic is unable to provide complete information required in form 3500a.

Event description:
Hosp reported that following open heart surgery, when the bio-med attempted to restart the console, circuit back flow occurred. The circuit tubing was immediately clamped, and an emergency hand-crank was used to complete the case with no effect to the pt.